Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and found error codes in the memory log relevant to the malfunction. No components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within mfg specifications. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator lost communication between the graphic user interface (gui) and the breath delivery unit (bdu). The pt was removed from the unit, and placed on another ventilator. There was no reported pt injury.